Event description:
Noticed flattened a-line waveform on monitor, looked at patient and noted that there was blood on arm board and sheets. Unwrapped dressing to find that t-connector was dislodged from catheter. Reconnected and redressed left radial peripheral a-line. Arterial line taped appropriately, and t-connector also taped securely. This is a baxter product lot # ur19f10039. Approximately 5ml of blood was lost and packed red blood cells (prbcs) given due to the size of the patient.